Manufacturer narrative:
(B)(4).

Event description:
It was reported that remote monitoring triggered a high out of range shocking lead impedance greater than 200 ohms for this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead. The physician elected to do surgical intervention to explant and replace the lead. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.